Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report #2916596-2017-01442. (B)(4). Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the pump was successfully implanted by subcostal approach with no issues and the pump was functioning properly. After the exchange was completed, the surgeon inadvertently cut the wrong driveline while attempting to explant the thrombosed device. The patient subsequently expired. The pump will not be returned. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. It was reported that the wrong driveline was inadvertently severed during surgery during a pump exchange. The pump exchange was reported under medwatch MFR report #2916596-2017-01442. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.